Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted computed tomography (CT) scan image confirmed the report of a kink in the outflow graft. Additionally, analysis of the submitted log file confirmed driveline fault alarms that appeared to be associated with phase 2 hex values being out of specification. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, the driveline fault alarms could be indicative of an issue with the driveline. Analysis of the submitted log file also found an increase in power and decrease in pulsatility index (pi) over time, which appears consistent with a potential thrombus within the pump. It should be noted that the potential driveline issue and potential thrombus could not be confirmed through this evaluation as no product was returned for evaluation. The submitted log file contained data from 20:56:34 on 03nov2021 to 13:01:08 on 16nov2021, per the timestamps. Several elevations in power, and correspondingly flow, were captured between 04:35:24 on 15nov2021 and the end of the log file. These elevations were associated with a slightly reduced pi. Additionally, intermittent driveline fault alarms were captured between 04nov2021 and 16nov2021. The pump appeared to be operating as intended at the set speed. Heartmate ii (hmii) left ventricular assist system (lvas) , serial number (B)(6), has not been received for evaluation at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including device thrombosis. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation therapy and the recommended inr range. Section 6 of the IFU also outlines indications of thrombus and how to respond to such events. The section entitled ¿pump performance monitoring¿ under ¿patient care and management,¿ covers wear and tear to the percutaneous lead. The IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms, including low speed alarms, and how to respond to such events. The heartmate ii lvas patient handbook is also currently available the patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number : 2916596-2022-00178.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had their log files sent in for review as they were experiencing elevations in power and flow due to kinking and extramural thrombus/thickening in the outflow tract cannula. Their aortic valve opened partially, compatible with inadequate offloading of the left ventricular volume. There were also trace bilateral pleural effusions. Also the patient had driveline fault messages seen in their log history. They reported feeling symptoms of fatigue and decreased endurance over the past several days. Technical services review of the log file found the elevations in power and flow with a decrease in pulsatility index (pi) on (B)(6) 2021. They also captured the history of driveline faults between (B)(6) 2021 and (B)(6) 2021. They noted that the driveline faults and the power elevations were not related. The patient was admitted to the hospital and was being considered for a heartmate ii (hmii) to heartmate 3 (hm3) exchange, but their labs were still pending. The patient's urine color remained clear/light yellow. On (B)(6) 2021 the patient was in the operating room (or) for the hm ii to hm 3 exchange. Post-exchange the patient was stable.